Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c1784601 involved in this complaint was not returned for evaluation. With the information provided, a document based investigation was conducted. Documents review including IFU review: prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1784601 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot # c1784601; upon review of complaints this failure mode has not occurred previously with this lot # c1784601. The instructions for use ifu0062-5 which accompanies this device instructs the user to "if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". Root cause review: a possible root cause could be attributed to the torturous path. It is possible that during possible that during deployment tortuous path may have caused a build-up of pressure resulting in stent deployment difficulties. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Customer complaint is confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c1784601 involved in this complaint was not returned for evaluation. With the information provided, a document based investigation was conducted. Documents review including IFU review: prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1784601 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot # c1784601; upon review of complaints this failure mode has not occurred previously with this lot # c1784601. The instructions for use ifu0062-5 which accompanies this device instructs the user to "if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is not sufficient evidence to suggest the user did not follow the IFU. Root cause review: a possible root cause could be attributed to the torturous path. It is possible that during possible that during deployment tortuous path may have caused a build-up of pressure which may have led to the safety wire getting caught on the stent and subsequently causing stent deployment difficulties. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Customer complaint is confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to a correction to the completed investigation annex codes component code (annex g) and investigation findings (annex c). G04122 - stent updated to g0405205 - fixation wire c13 - operational problem identified updated to c1303 - device difficult to operate.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The wire did not detach itself. When stent point of no return has been passed. The nurse disconnected luer lock fitting and wanted removed safety wire but the wire remained attached to the stent. It was impossible to liberate stent. The product is available for pick up. "As per cc form": when stent point of no return has been passed, the nurse disconnected luer lock fitting and wanted removed safety wire but the wire remained attached to the stent. It was impossible to liberate stent. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence patient/event info: at what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) : when removed the safety wire . What endoscope type and channel size was used? Duodénoscope pentax ed34-i10t2/sn . What was the position of the elevator? Was it opened or closed? Opened . Details of the wire guide used (diameter, type, make)? Awg2-35-260 . Did any part of the stent contact the patient¿s anatomy when the complaint occurred? No . How long was the stent in the patient by the time this complaint occurred? When stent point of no return has been passed . For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? Stricture information: . What was the length and diameter of the stricture? I don¿t know . Where was the stricture located in the body? Biliary duct . Was there resistance felt passing wire guide through stricture? No . Was there resistance felt passing the evolution through stricture? No . Was the stricture dilated before stent placement? No questions related to during insertion into patient . Was the product inspected for kinks or damage before use? Yes . Was resistance felt during insertion into patient? If yes, at what point? No questions related to during stent placement . Did the product fail during stent deployment or recapture? No . Was the directional button pressed during use? No . Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Nc . Was the yellow marker kept in view during deployment? Yes . Are images of the device or procedure available? No questions related to during introducer withdrawal . Was final stent placement confirmed using endoscopy / fluoroscopy? If yes, what was used? Fluoroscopy . Did the stent open sufficiently to allow withdrawal of introducer safely? Yes . Was the safety wire fully removed before removing the delivery system? Not possible . Did any part of the product snag/get caught with the stent when removing the delivery system? I don¿t understand this question . Are images of the device or procedure available? No questions related to during stent repositioning/removal . What instrument was used for stent repositioning / removal? Forceps, snare¿ non applicable was the lasso (suture) loop used during repositioning non applicable